Event description:
Per the clinic, the patient experienced wound infection at implant site (date not reported). The symptoms resolved, and the patient resumed use of the device.

Manufacturer narrative:
This report is submitted on june 08, 2022.